Event description:
Had craniotomy for epidural hematoma removal. Upon post-operative CT scans, it was noted that there was a metallic density seen over the bone in the subgaleal space. Upon investigation the instrument kit used for the procedure was obtained it was discovered there was a broken needle holder. At this time, retrieval of the retained object is deferred.